Event description:
The micro sagittal saw was sent for evaluation due to overheating during a procedure. No adverse event was reported. The procedure was completed with a readily available alternate device without any procedure delay.

Manufacturer narrative:
Corroded rotor bearings were identified as the probable cause of the overheating described. Corrosion of the bearings can created cause overheating due to excessive friction and rub against the motor.